Manufacturer narrative:
Stenosis and angina, as noted in the promus IFU, are known adverse events associated with coronary stenting. In this cause, it is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with CABG surgery. Although a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The two other promus stents, 3.0 x 23 promus (part 1009541-23b, lot 8112561), 3.0 x 18 mm promus (part 1009541-18b, lot unk). Are being filed under the same MFR#.

Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, another company's stent was implanted in the mid lad. The following month, the patient returned for follow-up and was asymptomatic. Angiography was performed revealing restenosis in the stent, and a more distal de novo lesion. The distal lesion was pre-dilated and a 2.5 x 18 promus stent was implanted, a 3.0 x 23 promus stent was implanted inside the other company's stent, and a 3.0 x 18 promus stent was deployed slightly proximal with a 1 mm overlap. Fourteen days later, the patient underwent cardiac catheterization due to recurrent angina and an abnormal stress test. The angiography followed by ivus revealed 50% ostial stenosis in the lad, 75% ostial stenosis, 80% proximal stenosis, 90% in-stent restenosis in midportion of the first stent, and 80% in-stent restenosis of the distal stent. The next day, the patient underwent CABG surgery with a lima to the lad past the stents. The patient was discharged the following month, with aspirin and clopidogrel. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.